Event description:
A pt reported experiencing erratic results with a otp meter. "The pt's 10 minutes with a difference of 62%." Pt did not experience any adverse events. No further info has been reported. Note-customer took meds for diabetes following test. Customer cleaning meter incorrectly.